Event description:
The ge oec 9900 fluoroscopy system had imaging and data saving issues.

Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the faulty hard drive to restore proper function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.